Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, on stapling, the jaws of the device locked on the tissue and were eventually unlocked to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: (expiration date, lot #), evaluation summary post market vigilance (pmv) led an evaluation of three devices. Initial visual inspection of the first instrument noted no abnormalities. Functionally, the first instrument was loaded with a representative 60mm articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual and functional evaluation of the second and third instruments found no abnormalities.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instr ument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated ra nge thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or con tributed to the reported condition. If information is provided in the future, a supplemental report will be issued.